Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse performed routine mainetenance, and replaced the sodium electrode which resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer in china reported the generation of erroneously high na (sodium) results on their au5800 clinical chemistry analyzer. There was no report of change to patient treatment or injury as result of this event. No patient demographics were provided. The customer did not provide data for review.